Event description:
During a retinal procedure, this unit displayed a "no footpedal present" error event though the footpedal had been connected to the unit. Another footpedal was used to complete the procedure.